Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on an unknown date. The patient initially underwent an open reduction internal fixation with the proximal femoral nail antirotation system (pfna) for femoral trochanteric fracture on (B)(6) 2018. On (B)(6) 2019, the patient fell and a femoral trochanteric fracture occurred. The pfna implants were removed and replaced with a trochanteric femoral nail system advanced (tfna) long nail. The procedure was completed successfully. Patient's outcome is unknown. This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).